Manufacturer narrative:
(B)(4). The device was received for analysis and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned uv-flash transfer set, a damaged patient adapter was identified. There was no patient involvement as this was found during evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The lot number of the device was unknown; therefore, a batch review could not be completed. A visual inspection was performed and identified marks on the outside of the luer of the patient adapter indicative of tool use. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. The set was connected to a uv flash machine and ran with no issues noted. Dimensional analysis of the outer diameter of the uv spike was found to be within device specifications. Upon conclusion of the investigation, damage was noted on the outside of the luer of the patient adapter. The cause of the event was determined to be assisted tool use on the device. A CAPA has been opened to further investigate/address this issue. Should additional relevant information become available, a supplemental report will be submitted.